Event description:
It was reported that on (B)(6) 2025, a 25mm sjm masters series mechanical heart valve chosen for a y-incision aortic valve replacement procedure. The leaflet function was tested by using a plastic tester. After implantation of the valve, the physician found one leaflet of the valve couldn't move flexibly. So, the physician had to explant the valve and implanted a new 23mm sjm regent heart valve w/ flex cuff valve. The leaflet function was tested by using a plastic tester. But the leaflet of the 23mm valve couldn't move flexibly again, the doctor had to explant the 23mm valve again and a new 21mm sjm regent heart valve w/ flex cuff was implanted. The valve was moved normally. The procedure time was extended about 60 minutes. The procedure was finished successfully without patient consequence. The patient remained stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm masters series mechanical heart valve chosen for a y-incision aortic valve replacement procedure. The leaflet function was tested by using a plastic tester. After implantation of the valve, the physician found one leaflet of the valve couldn't move flexibly. So the physician had to explant the valve and implanted a new 23mm sjm regent heart valve w/ flex cuff valve. The leaflet function was tested by using a plastic tester. But the leaflet of the 23mm valve couldn't move flexibly again, the doctor had to explant the 23mm valve again and a new 21mm sjm regent heart valve w/ flex cuff was implanted. The valve was moved normally. The procedure time was extended about 60 minutes. The procedure was finished successfully without patient consequence. The patient remained stable throughout the procedure.

Manufacturer narrative:
An event of valve leaflets not opening and closing well was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.